Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06987. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. After a guide wire crossed the lesion, a 1mm and 1.25mm balloon catheters were used for dilatation. An intravascular ultrasound (ivus) catheter was then advanced but failed to cross the lesion. A 2.50mm x 12mm nc emerge® balloon catheter was then advanced for further dilatation. However upon the second inflation at 14 atmospheres, the balloon ruptured. The device was removed and a 2.75mm x 12mm nc emerge® balloon catheter was then used. However upon inflation, the balloon also ruptured. Rotablation was then performed after removing the device. A 2.50 x 28 synergy¿ stent was then advanced but failed to cross the lesion. The device was removed and the procedure was completed without placing a stent. No patient complications were reported. Rotablation was planned to performed on the next percutaneous coronary intervention.